Manufacturer narrative:
The hill-rom technician found the hand pendant needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was going into reverse trendelenburg by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (b)(4.